Event description:
Parent called for the pt. Using mini pen for approximately one week, thought insulin was leaking through the needle during use, pt has needed additional insulin due to high levels (has switched back to syringes for now). Parent instructed to take the new pen back to diabetes educator for further instructions.